Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced an in-stent thrombosis that required a thrombectomy procedure to resolve. The patient recovered well and no further issues were noted. The patient was loaded with 15k in heparin, and it was noted that the IV line may have been in the tissue and not the vein. At this time there was no post stent imaging made available to silk road medical, no p2y12 inhibitor test/study was performed on the patient, and no further information has been made available by the hospital.